Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. The device had missing reservoir tube o-ring, broken battery tube threads.

Event description:
The customer reported via phone call that their insulin pump had top of battery and reservoir compartment cracked. The customer¿s blood glucose was unknown at the time of incident. Customer reported that the reservoir was able to locked in place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per healthcare professional instruction. The insulin pump will be returned for analysis.